Event description:
It was reported that during a routine follow up, the lead exhibited low impedance. On (B)(6) 2013 the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.